Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation description of event: it was reported, during lithotripsy and lithotomy, retrograde intrarenal surgery (rirs), the user checked the basket function of an ncircle delta wire tipless stone extractor before use and confirmed the function is fine. After around 7 times of successful stone removal in the left kidney, the user found the basket could not be closed. The user changed to a new basket to complete the procedure. Preliminary evaluation of the returned device appears to show a basket wire had pulled free from the basket cannula. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned in an open package with label. The basket was received opened with a broken basket wire visible. Handle will not actuate the basket. The male luer lock adapter was loose, and the collette knob was overly tightened. After disassembling handle the basket could not be manually actuated. Under magnification it appears that the base of the basket formation may have been damaged possibly by a laser - separating the wire and melting the shrink wrap to the sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. One other complaint was found for the reported lot number. The complaints are for similar issues, however, there is no indication of a manufacturing issue with the devices. Because there are no related non-conformances, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. The product IFU, was reviewed and provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: (B)(6), postal code: (B)(6). G4 - PMA/510(k) #: exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during lithotripsy and lithotomy, retrograde intrarenal surgery (rirs), the user checked the basket function of an circle delta wire tipless stone extractor before use and confirmed the function is fine. After around 7 times of successful stone removal in the left kidney, the user found the basket could not be closed. The user changed to a new basket to complete the procedure. Preliminary evaluation of the returned device appears to show a basket wire had pulled free from the basket cannula. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.